Event description:
Patient was started on a heparin drip using infusion pump. Pump was programmed under heparin in drug library. When nurse returned to check on pump it had changed to run as a basic infusion. Primary nurse and another nurse tried to reprogram pump under heparin again and pump changed back to basic infusion again. Charge rn instructed primary rn to get another pump to run the medication and remove the malfunctioning pump from service.